Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that there was no specifics that led to intermittent burning pain at ins. The patient stated that the burning lasted for a few seconds and then went away. There was no steps taken. Information was mentioned to physician assistance.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that about 3 months they noticed intermittent burning pain at the ins site when they sat or lied down. The patient stated their setting was at 1.7 for a very long time and some time prior to january they increased to 1.8. When asked, no falls or trauma were noted, but that one time when they were standing their right leg gave out, they sat down unexpectedly, but they didn't fall. The patient noted having been diagnosed with overactive bladder since they were a baby. The patient also mentioned having an appointment scheduled in a couple of weeks with a physician¿s assistance, and they had called the office to verify if there had been any change due to the pandemic situation. The patient was advised to follow up with their healthcare provider and update them on the situation. No further complications were reported.